Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(6) 2015 ((B)(4), awareness date 07-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported her doctor would not perform a tubal because she already had several surgeries over the years and he didn't want her to have another one. Two years later, she had the coils removed (cervix and one ovary were left). As soon as she woke up in recovery she felt a huge difference, she felt absolutely amazing. She was not allowed to get up because her blood pressure dropped to dangerous numbers. She stated when one ovary was removed; it was black and a mess. Additionally, she had issues with adhesions, endometriosis and adenomyosis. She stated this was an added surgery, on top of over a year of pain and depression. According to her, she was always tired, angry or hurting. Product technical complaint investigation result was received on 24-oct-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain/hurting after essure (fallopian tube occlusion insert) insertion. The coils were surgically removed. According to her; after this surgery she felt amazing. This event, seems as pelvic pain, is listed in the reference safety information for essure. In this case, minimal information was provided. Consumer reported pain related to essure insertion, with improvement after devices removal. She also mentioned endometriosis; adenomyosis and several unspecified prior surgeries; which could be alternative explanations for her pain. However, since limited information was provided for a comprehensive causality assessment, a contributory role of essure cannot be totally excluded in this case. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the pro code knh was replaced with hhs.